Event description:
The device was returned to the service center with a report from the customer contact that the aa battery was damaged. This does not indicate a reportable malfunction. However, during verification testing at the service center leakage form the disposable aaa batteries was noted in the battery compartment of the device.

Manufacturer narrative:
During testing at the service center the device would not power on. Further testing found corrosion in the battery compartment and the middle printed circuit board of the device. This was due to leakage form the disposable batteries inside the battery compartment and the middle printed circuit board. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.